Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited on the right ventricular (rv) lead high shock impedance. Technical services (ts) suggested reprogramming options and to perform a defibrillation threshold (dft) test. No adverse patient effects were reported. This device remains in service.